Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the f.d.a that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2013 due to high blood glucose. The cause of death was diabetic ketoacidosis. The caller did not state that the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 800 mg/dl at the time the customer was found. It is unclear whether the customer was wearing the insulin pump at the time of death. It is unclear whether the customer was using sensors. It is unclear if the next of kin would return the insulin pump for analysis.